Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this right ventricular (rv) lead was performed. The dislodged-or-dislocated and twiddler's syndrome allegations were confirmed based on the field report and the finding of twist in lead body toward the terminal end of lead. Laboratory analysis confirmed reported allegation and that the complete lead was returned.

Event description:
It was reported that this right ventricular (rv) lead was found twisted around the device and got dislodged. The patient possibly had twiddler's syndrome the lv lead was explanted. No additional adverse patient effects were reported.